Event description:
The user checked the machine before a case and the machine passed the pre-use checkout. At the beginning of the case, the user could not manually ventilate the patient. The user choose an alternate ventilation device to ventilate the patient. A biomed was called into the room and found that the flow sensor was broken. The flow sensor was replaced and the user completed the case using the machine. No patient injury.

Manufacturer narrative:
As reported, the facility determined that the reported condition was attributed to a broken flow sensor within the breathing system assembly. The sensor was replaced and the machine function normally. It is likely that an inadvertent external excessive force was applied to the flow sensor causing it to break. The breathing system is mounted to an adjustable arm. The height of the arm could be adjusted lower or higher to avoid the reported condition.